Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated that there was an issue with the display of his coaguchek xs meter serial number (B)(4). The reporter pushed the power key and held it. Segments from the result field of the display were missing. The reporter said he could only see vertical bars in the center of the screen. No adverse events were alleged to have occurred with the patient.